Event description:
It was reported that a nexiva 20 ga x 1.00in sp with maxzero had its needle detach during use. The following was reported by the initial reporter: "it was reported that the the needle would detach from the unit, the catheter disengages when the safety if fully activated, catheter falling off leaving the needle exposed and the catheter would not disengage from the safety device (and needle) after placed in the patient. Event description per attached email states: sis have been placed for all malfunctions, but I wanted to let you know this was the third IV with this issue. Do we need to escalate any further? The error is at the safety feature with the catheter and IV safety (catheter disengages normally when safety is fully activated). We have had two catheters fall off, exposing the needle and one in which the catheter would not disengage from the safety device (and needle) after placed in the patient. . I have received two other reports on this product in the last few weeks. I have not received any si's since 11/9. The lot # on the picture below matches the lot # from 11/2. Have we had further issues on this product today? 11/9 (B)(6) pre/post nurse was loosening the catheter and the needle came sticking straight out the backside on its own. 11/2 (B)(6) pre/post after IV insertion, the needle would not detach from the unit the only product I have issues on is the #(B)(6) . Two of the lot #s match, so it may only be that one size. "

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-14 h6: investigation summary our quality engineer inspected the samples and photographs submitted for evaluation.  Bd received nineteen unopened shipper boxes (1,520 units in total) from the distributor (owens & minor) to be investigated under pr¿s 2090830, 2105563, 2120568, 2135578, and 2137283. Two opened units and six photos were also received. Since the nineteen boxes of units were unused, seventy-six units were randomly selected for testing per bd policy. The units were visually inspected for any signs of damage to the tip shield, v-clip, and adapter prior to decouple. No visual defects were observed in the seventy-six units and no units were found to have prematurely decoupled. The units were then retracted to check for failure to decouple. One unit failed to decouple. No units were found to have an exposed needle. During the microscopic examination of the failed unit, it was observed that deformed plastic from the tip shield was preventing the v-clip from moving to the open position. This in turn prevented the needle assembly from decoupling from the winged adapter. Based on the location of the damage, the defect most likely originated during the manufacturing process. An additional seven units were also found to have damage to the tip shield. However, the plastic did not interfere with decoupling.   Upon initial inspection of the two opened units, it was identified that one unit was completely retracted but had not decoupled from the winged adapter and the other unit could be pulled straight off the winged adapter without performing retraction. Further inspection of the opened unit that had not decoupled revealed that the same damage to the tip shield that was found in the unopened unit was also preventing this unit from decoupling. The second opened unit was further inspected and found to have damage which prevented the tip shield from latching onto the base. This damage likely occurred during manufacturing. The provided photos were inspected and determined to display the same defects observed in the two opened units that were received.   The failures of failure to decouple and premature decoupling were confirmed through the investigation. Bd was able to identify the root causes as most likely originating during manufacturing. A device history record review was performed for this batch. As the root cause was determined to be manufacturing related. H3 other text : see h10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a nexiva 20 ga x 1.00in sp with maxzero had its needle detach during use. The following was reported by the initial reporter: "it was reported that the needle would detach from the unit, the catheter disengages when the safety if fully activated, catheter falling off leaving the needle exposed and the catheter would not disengage from the safety device (and needle) after placed in the patient. Event description per attached email states: sis have been placed for all malfunctions, but I wanted to let you know this was the third IV with this issue. Do we need to escalate any further? The error is at the safety feature with the catheter and IV safety (catheter disengages normally when safety is fully activated). We have had two catheters fall off, exposing the needle and one in which the catheter would not disengage from the safety device (and needle) after placed in the patient. . I have received two other reports on this product in the last few weeks. I have not received any si's since (B)(6). The lot # on the picture below matches the lot # from 11/2. Have we had further issues on this product today. (B)(6). (B)(4). Pre/post nurse was loosening the catheter and the needle came sticking straight out the backside on its own. (B)(6). (B)(4). Pre/post after IV insertion, the needle would not detach from the unit the only product I have issues on is the #(B)(4). Two of the lot #s match, so it may only be that one size. "